Manufacturer narrative:
(B)(4). Batch # t5ca8e. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Two photos received. Upon visual inspection of two photos, the following was observed: the photos show tissue from front view and no malformed staples were noted. It was noted ooze. Based on the photos reviewed, the event described cannot be confirmed. Additional information received: the surgeon expressed his concern for what he believes is a new behavior of staple lines observed. He stated that in the past, the staple lines looked nice and parallel. Now the ¿feet¿ of staples seem to be in random trajectories when the staple line is turned over and inspected. The surgeon was asked when he first noticed this issue and stated for months. It was confirmed that the surgeon waits 15 seconds for adequate tissue compression prior to firing.

Manufacturer narrative:
(B)(4). Batch # t5ca8e. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified.

Event description:
It was reported that during laparoscopic gastric bypass the physician completed all optimal device performance sets with powered echelon gst platform and fired device. During inspection of staple line the physician noticed staples from green gst reload used to construct gastric pouch were not formed to his liking. He pointed out that the staples seems to be form in an x pattern instead of parallel. It is unknown if a similar device was used or if the procedure was completed successfully. It is unknown if there were any adverse patient consequences.